Event description:
Attorney alleges plaintiff had a rupture, a capsulotomy and has developed multiple physical symptoms including breast hardness, burning sensation, atypical connective tissue disease, sjogren's syndrome, anxiety, stress, pain and suffering.